Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected and the product was within specifications for fluid delivery.

Event description:
Per the reporter, the patient was set to receive a 57mm (approx 9ml) infusion of 200mg diamorphine over 24 hours. The infusion was initiated and checked after 2.5 hours. At that time it was noted the 3.2ml had been infused. The patient reported no ill effects.